Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 505 mg/dl. The customer had no symptoms. The customer was treated with syringe. Customer's blood glucose level of 353 mg/dl/. Customer's current blood glucose value was 253 mg/dl. Customer stated that blood glucose level have been going up and the meter is no longer talking to the pump and the healthcare professional's couldn't get her readings. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer stated cannula was bent. The product was returned for analysis.